Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose level at the time of the incident was 564 mg/dl. Customer's current blood glucose reading was 265 mg/dl. Customer stated that her doctor had made some programming changes in the pump. Customer stated that she treated her high blood glucose levels with a shot. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's high blood glucose issue could not be determined. Replacement product is being sent.